Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump was not damaged, but had a temperature issue. There was no allegation of an adverse event. This complaint is being reported as there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: no defect was found. Black box shows no evidence of a voltage drop or excessive battery usage. Pump powers with returned battery cap. Battery cap is able to fully tighten. Observed between thread area and top of grip pad.. Current draws within specification, no evidence of excessive pump temperature duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump.